Manufacturer narrative:
Corrected data, reporter: in earlier report, physician should have matched the one given in event description (correction). During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicate the patient underwent surgical intervention on (B)(6) 2020, wherein the ipg was relocated from the buttock to the flank area to address the issue. During the same surgery, the lead was explanted and replaced due to lead migration and is documented in related manufacturer reference number: 3006705815-2020-02045.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the ipg site due to weight loss. Reportedly, surgical intervention may occur later to address the issue.